Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the user experienced resistance when filling a cartridge. The user's blood glucose level was 194 mg/dl. The user successfully loaded a new cartridge and resumed insulin delivery.